Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep, misaligned insertion, prying/leveraging the device during insertion. Three attempts to retrieve device sent, device not expected to be returned.

Event description:
On 12/09/2021, it was reported by a facility representative via e-mail that there was an issue with locking screws engaging with the ar-8916vnr-03 volar plate. This occurred during a distal radius surgery on (B)(6) 2021 when the surgeon tried using the variable angle guide to insert (3) ar-8724v-22, (2) ar-8724v-2, and (1) ar-8724v-16 screws into the ar-8916vnr-03 volar plate . Additional information requested. Additional information provided on 12/10/2021 : the device was used in the procedure, but when it was realized the screws were not locking into the plate, a backup plate and screws that worked properly were used to complete the case.